Event description:
It was reported that a pump declared alarm 20 while pumping. There was no adverse impact to the customer's blood glucose level. The customer, having previously reported similar issues, was provided with a resolution by cts to replace the pump, which was still under warranty. The customer was instructed on how to use a backup therapy, specifically mdi, and was informed about returning the problematic pump using a pre-paid label. The customer acknowledged these instructions and agreed to return the pump within 10 days.